Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Video analysis investigation summary: after analysis of the provided video. The thread was found to have broken into several pieces. Unfortunately, the video does not provide enough evidence to determine the root cause. The practical analysis should provide the necessary evidence to confirm the root cause. Product code vcp345h contains an absorbable suture, environmental exposure time could not be determined. As part of our quality process, manufacturing records were reviewed for this lot's serial number and manufacturing standards were met prior to the release of this lot. No conclusion could be reached as to the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Additional information about complaints is tracked for potential safety signals through complaint trends as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what tissue was being approximated or sutured when it broke? What was used to complete the procedure? Device return status/follow up? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 ¿g /m. Related to: 2210968-2022-01589.

Event description:
It was reported that a patient underwent a orthopedic procedure on (B)(6) 2022 and suture was used. During the procedure, the suture broke when sewing. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 3/31/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 additional information was requested, the following was obtained: what tissue was being approximated or sutured when it broke?¿¿ the subcutaneous tissue . What was used to complete the procedure?¿¿ needle holder . Device return status/follow up? ¿¿noted. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the vcp345h device (a) was received a needle/suture piece. The suture piece was examined for visual inspection and the tip of the suture was noted to be broken, still attached to the needle and body fluids along of the suture piece. In addition, the needle was examined for visual inspection, and marks were noted. The product code vcp345h contains absorbable suture, as the sample was received open, the time of exposure to the environment could not be determined and a functional test cannot be performed. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached as to what caused the broken suture. When handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to the application of surgical instruments such as forceps or needle holders. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Additional h3 investigational narrative: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned devices. Visual analysis of the returned sample revealed that the vcp345h device (b) was received a needle/suture piece. The suture piece was examined for visual inspection and the tip of the suture was noted to be broken and was still attached to the needle. In addition, the needle was examined, and marks were noted. The product code vcp345h contains absorbable suture, as the sample was received open, the time of exposure to the environment could not be determined and a functional test cannot be performed. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached as to what caused the broken suture. When handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to the application of surgical instruments such as forceps or needle holders. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 ¿g/m